Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, electrode 8 -15 were over 40,000 ohms. There was a loss of stimulation. The rep ran impedance checks while pressing on the ins multiple times as well as not pressing on the ins. The patient has not used her scs for a few months. She wanted to meet up to go over her settings. At the beginning of our meeting today, rep ran an impedance check. The first check only showed electrode 15 had over 40,000 ohms. Rep then reviewed the settings and noticed group c and b were using electrode 15. Rep then tried to get coverage without using #15. I then ran another impedance check and this time electrode 8 - 15 were over 40,000 ohms. Rep was able to get coverage in the patients areas of need except that the leg coverage did not wrap around the thigh but instead was in the front and inner thigh. After adjusting her settings, rep had her press on the bottom, top, and then over the entire ins while rep ran impedances the bottom and top both showed # 8 - 15 were over 40, 000 ohms. When she pressed evenly over the whole ins, all the impedances were within normal limits. At this point the patient is going to use the current programs and will let me know if anything changes and is no longer getting coverage. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.